Event description:
The customer reported that implant box is labelled for partially threaded screw, but the screw in the box is fully threaded. This was discovered during surgery and another implant was used to complete the surgery successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that implant box is labelled for partially threaded screw, but the screw in the box is fully threaded. This was discovered during surgery and another implant was used to complete the surgery successfully.

Manufacturer narrative:
The reported event of an incorrect packaging content could not be confirmed since the device was returned in opened condition. The device inspection revealed the following: an opened package was returned, the catalog- and lot number could be confirmed based on the label on the box and the enclosed patient labels. An opened blister was returned together with the package, in the blister a cancellous screw was attached with an adhesive strip. The received screw is threaded on the full length instead of a length of 14mm as indicated on the label. The inspection of the laser markings on the received screw has shown that the screw has the catalog # 345440, which is a cancellous screw ø4.0x40mm with thread on the full length, and the lot number g46925. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the complaint history of the involved devices has shown that there are no other complaints of this nature registered. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue after the package was opened. The evaluation of the manufacturing documents has shown that the received screw was manufactured and released as sterile device four (4) months before the manufacturing process of the complained part with lot h40411 started, based on that a mix-up during the manufacturing process can be excluded. If more information is provided, the case will be reassessed.